Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient experienced another pressure injury to the anus and believed it was related to the dignishield. Customer was not sure if this was a device issue or an education issue. It was unknown what medical intervention was provided.

Event description:
It was reported that the patient experienced another pressure injury to the anus and believed it was related to the dignishield. Customer was not sure if this was a device issue or an education issue. Per follow up via phone on 16may2022, customer stated that the pressure wound was treated with a topic antibiotic cream.

Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "materials of construction are not biocompatible/ inadequate biological evaluation". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the fecal management system ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.